Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked after loading onto the pump. A new cartridge was successfully loaded resolving the issue. Blood glucose level was 150 mg/dl.